Manufacturer narrative:
Concomitant medical products: section other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-mar-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance test was ran and impedances showed out of range at contact 1 monopolar and bipolar for left ventral intermediate nucleus (vim). The patient does not use this contact for stimulation. No injury, symptoms, or change in efficacy were reported. The session report showed left vim monopolar 1 (25.3k), bipolar 0,1 (28.8k), 1,2 (24.2k), 1,3 (26.4k).